Event description:
It was reported that the patient went to the hospital because the implanted inflatable penile prosthesis (ipp) device did not work properly. Examination of the implanted ipp confirmed that there was a crack in the left cylinder connecting tube. The patient underwent a revision surgery two week post the examination, and the ipp cylinder and pump components were replaced. The patient improved after the revision surgery.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed or the cause that contributed to the fracture cannot be established.

Manufacturer narrative:
The cylinder component was not returned for analysis; therefore, the alleged cylinder fracture cannot be confirmed. However, the pump component was returned. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) pump component underwent a thorough analysis. Visual inspection identified the tubing had been cut down to the pump block; however, the cut tubbing was not returned. No leaks were identified. The pump was functionally tested and it did not pass the activation test. Based on the information available and analysis results, the pump inability to function could have contributed to the reported clinical observation.

Event description:
It was reported that the patient went to the hospital because the implanted inflatable penile prosthesis (ipp) device did not work properly. Examination of the implanted ipp confirmed that there was a crack in the left cylinder connecting tube. The patient underwent a revision surgery two week post the examination, and the ipp cylinder and pump components were replaced. The patient improved after the revision surgery.